Event description:
Upon removal of clear count smart spongelap sponge from open chest it was noted that the sponge was falling apart surgical team removed all visible pieces and wound was then irrigated with vancomycin solution. The manufacture of product was notified and the sponges were taken by the vendor for evaluation. There is no current recall of this product.